Event description:
It was reported that the introducer needle was unable to be removed after insertion. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv0875 showed no other similar product complaint(s) from this lot number.